Event description:
It is reported, by a patient's spouse, that post a coronary drug eluting stenting treatment procedure a rash and itching developed. "Consumer called stating that spouse has sought medical treatment five times in three weeks since stent placement in 2005. Pt has been treated off and on with atarax and prednisone for rash and itching which symptoms subside and then appear again. Pt has been changed from plavix to ticlid. Their most recent symptoms started two months later with hives, chest pain and throat swelling. They continued with symptoms increasing to include eyes and facial swelling with difficulty breathing and tongue swelling. Prior to the stent they had no allergies. They have been evaluated by their cardiologist." According to the patient's spouse, changing from the plavix to the ticlid did not alleviate the problems. The patient was scheduled to follow-up with their cardiologist but then canceled the appointment the day before.